Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Dat had a system error on pcu8015 sn (B)(4). The unit kept beeping after it was powered down. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I recommended dat to replace logic board. Also advised dat his pcu 8015 with 4.7" display was end of life and end of support. He may have to retire the unit because logic board is no longer available.